Manufacturer narrative:
Investigation: a review of the available gem premier 4000 cartridge data showed that 417 samples were analyzed. Two levels of cvp were analyzed and passed for all analytes. There were no disabled sensors. The k+ sensor was noisy with an unstable baseline. Particular sample numbers were not defined, and comparison data were only available for one sample outside of the allowable error claims of the gem premier 4000 (+/- 0.5 mmol/l) as follows: gem premier 4000 result: 4.0 mmol/l. Vista result: 4.6 mmol/l. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through the (B)(6).

Event description:
Customer reported that the potassium results on their gem premier 4000 were not correlating well with a lab reference device. According to them, one of their studies indicated a consistent negative bias with gem premier 4000 versus the vista, ranging from -0.3 to -0.9 mmol/l difference.